Event description:
On (B)(6), 2011, the country manager of (B)(4) reported that the vns pt had passed away that night during sleep. Info received states that the pt's vns will not be explanted, therefore, no product analysis can be performed on the pt's vns. According to the physician, the pt's death is not related to vns. The pt passed away during sleep and his mother found him the next day. No autopsy was performed and the death was not witnessed. A sudep eval was performed and it was determined to be a probable sudep case. It is unk if death was caused by a seizure or status epilepticus. If add'l info is received, it will be reported.